Event description:
Device 2 of 2: reference MFR. Report #: 1627487-2012-05154. It was reported the doctor encountered difficulty placing two leads (from different lots) due to the pt having scar tissue. The scs system was not turned on post-up. The pt reported a loss of sensation on her right side. As a result, she was explanted. The pt was given a steroid to help reduce bruising on the spinal cord. The pt's symptoms are unresolved, but the doctor feels confident she will fully recover. The pt will remain in the hospital and the next course of action is unknown. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.